Event description:
The customer reported air bubbles in an infusion set, and mentioned having the same problems with the reservoirs. The customer's blood glucose value was unk. The customer stated they would call their nurse for assistance; the helpline advised them to call back if the issues recurred. Reservoirs were sent to replace the ones the customer returned after the phone call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.